Event description:
It was reported that the pt experienced a sudden "sky high" increase in stimulation and pulsation for 30 seconds. The pt also "couldn't keep her leg under her". This occurred 5-6 times before the pt was able to turn the implant off. The device had been turned off for 8-10 months since it wasn't giving her relief of her urinary symptoms and caused her leg and groin pain. The pt was re-directed to her physician. Further info was requested from her healthcare professional.

Manufacturer narrative:
(B)(4)